Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which no malfunction code recurred. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.